Event description:
Two days into treatment of an infant, an olympic cool-cap system exhibited a popping noise. The screen of the control module then flickered and eventually turned off. There was no injury associated with this event. Treatment was completed with a cooling blanket.

Manufacturer narrative:
The cause of the device malfunction was a failed power supply. Two components within the power supply failed (a 4-pin connector and power transistor). The power supply was purchased from (B)(4). ((B)(4)). This power supply issue is being investigated under (B)(4) that was opened by (B)(4) in (B)(4) 2010. The customer's device is being repaired and the failed power supply is being replaced with one that was purchased from (B)(4) ((B)(4)). This alternate power supply was approved by the FDA for use with the cool-cap device on (B)(4) 2010, under PMA supplement (B)(4). Additional serial #: (B)(4).